Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The reloadable tacking device was being applied to the cooper's ligament. The surgeon tried to fire the tacks seven times, but would not deploy or stick into the tissue or muscle. The tacks fell into the cavity of the patient but were retrieved. There were difficulties with loading the reload onto the handle. The reload was securely fastened onto the shaft. In order to resolve the issue and complete the case, used another reloadable tacking device which worked fine. There was no patient harm. The patient outcome is alive, no injury.